Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope displayed no image due to mass water entering the light guide plug part. The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
Correction is being made to previously submitted e3: occupation and h6: adverse event problem/health effect: impact code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunction was identified during the device evaluation: noisy image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.